Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent partially deployed. The 80% stenosed lesion was located in the non tortuous and non calcified external iliac artery. The 7x23 iliac unistep plus stent delivery system was advanced to the lesion. The stent did not fully deploy and half of the stent remained in the sheath. The physician felt that the stent was too long in the sheath and it was too low in iliac. The patient was sent to surgery for an ilio-femoral bypass procedure. The stent was removed. No further patient injuries or complications were reported. The patient status is reported as "ok".